Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation, lymphadenopathy. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with an unknown smooth mentor saline breast implant experienced postoperative left-sided implant deflation and left-sided lymphadenopathy. The diagnoses were confirmed by MRI. As a result, the patient underwent explantation without replacement on (B)(6) 2020.

Manufacturer narrative:
Mentor failure analysis lab completed the evaluation based on the photographic evidence provided for the suspect medical device. Photographic evidence evaluation summary: upon visual evaluation of the images provided in the complaint, two implants were observed, in the first picture no apparent damage or visual anomalies were observed in the product, however in the second picture the implant was observed deflated.. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Lymphadenopathy or palpable lymph nodes may be the result of bacterial or viral infection, neoplasm (primary or metastatic), or as the result of an idiopathic inflammatory process or foreign body reaction. There have been reports regarding movements of silicone gel material to lymph nodes even with or without evident of rupture leading to lymphadenopathy. A number of epidemiology studies have evaluated large populations of women with breast implants from a variety of manufacturers and implant models. The studies do not, taken together, support an association of breast implants and a diagnosed rheumatic disease. Other than one study, these studies do not distinguish whether the women had ruptured or intact implants. Because there were no supporting pathology reports or physician consultation summaries forwarded to product evaluation, we are unable to confirm the presence of or the possible etiology of the reported lymphadenopathy. Lymphadenopathy is a known complication associated with this surgery and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information are consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).